Manufacturer narrative:
The baxter technician found the communication cable physically damaged. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on november 27, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the communication cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that centrella frame bed exit was only alarming at the bed. The bed was located at the account and occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.